Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, around 1:30pm, the patient was vomiting. Her cgm was reading low mg/dl, and the bg meter was reading high mg/dl. The patient was wearing a tandem insulin pump. The patient¿s ex-husband took her to the emergency room. At the ER, the patient¿s bg meter reading was 1050 mg/dl, and she was diagnosed with diabetic ketoacidosis (dka). At some point while at the hospital, the patient lost consciousness, but she does not recall for how long. The patient was admitted to the intensive care unit; however, the patient has no recollection of what medications or treatments she received. The patient was discharged home after three days. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.